Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned trial confirmed that the lip of the locking feature on the distal side has fractured. Also noted multiple scratches, gauging in several areas, nicks, and deformation to the underside of the articular surface indicative of use. Sem analysis revealed that the locking-feature lip appears to have failed in an overload manner based on the presence of hackle marks and river lines on the fracture surface. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial bearing trial fractured while trialing. No pieces fell in the patient and the procedure was completed without delay.